Event description:
According to the reporter, during an ileal conduit procedure with total radical cystectomy, after the open stapler was fired, the surgeon did not return the fire lever and press the open button on the handle and removed the combination and returned to the scrub nurse. The scrub nurse believed it had not yet been used or not fired, and the cartridge, which had already been fired and whose knife had not been returned, was handed over to the surgeon and used for the second firing. When the surgeon approached the small intestine, believing that it had been replaced with a new cartridge, a part of the small intestine was damaged about 8cm by the knife that remained at the tip. The damaged small intestine was sutured to resolve the issue.

Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.